Manufacturer narrative:
Correction to medical device problem in h6 and event description in b5.

Event description:
It was reported the patient's blood glucose level rose greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours on the arm. It was reported there was a strong smell of insulin. Analysis of the returned device revealed that the cannula was torn and leaking.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damages or defects were found with the device.

Event description:
It was reported the patient's blood glucose level rose greater than 13.9 mmol/l ( 250 mg/dl ) while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. Analysis of the returned device revealed that the cannula was torn and leaking.